Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the doctor was going to return the jaw to straight after the articulation lever was used, the jaw was not engaged with the lever at the first firing. When the articulation lever was turned maximally, the jaw became to be engaged with the articulation lever properly with an abnormal sound. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with a blue cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality with a test reload and the returned reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the left articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.